Event description:
A customer observed negatively biased amon results for diluted samples on the 5, 1 fs analyzer. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the customer was performing an internal dilution study, and was diluting samples within the reportable range using irrigation water rather than reagent grade water. They were also performing dilutions greater than the recommended dilution. The customer is not following ocd recommended procedures for sample dilution. Use error was the root cause of this event.